Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the product has been discarded by the customer and will not be returned. The root cause of this failure could not be identified. Patient age and dob requested but not provided.

Event description:
It was reported that the patient stated that the IV tubing set was leaking during a dexamethasone infusion. Upon assessment, the nurse confirmed that all connections were secure. The nurse then examined the tubing set and found a small crack that was leaking a small amount of fluid. The IV tubing set was replaced with a new set and the infusion continued without further difficulties. It was further stated that there were no adverse effects caused to the patient from the event.